Event description:
It was reported that while using tube k2edta plh 13x75 2.0 plbl lav br that there was missing additive/clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: - were there any incorrect test results? No, the tubes arrived with a clot, which was visually detected, and collection was requested. - were the tubes filled to the minimum volume indicated on the label? Collected volume was within the marking pattern. The appearance of a clot formed, characterized as if there was no additive inside the tube. - how many inversions were made in the tubes after collection? Collection was carried out in different units, where professionals were trained to perform homogenization 8 to 10 times. - were the tubes stored in a refrigerator? No - how long did it take from sample collection to analysis? Samples are brought in for analysis less than 30 minutes after collection. Was there a notification to anvisa? If so, what is the novisa number? No it was informed that the sample is available for collection. Therefore, please send the information below marked in bold: sample collection information received. Is the sample contaminated? No tubes are with incidence of clot. In the universe of the tubes of this lot that have already been used, there were 10 samples with this appearance, apparently not having anticoagulant. I would like to inform you that the presence of a clot was observed in a blood sample collected from the 2.0 ml edta bd tubes. The tubes were separated and identified as being from the same batch 3059202 validity (B)(6) 2024. The tubes were separated, and it was verified that they were from the same lot, and that in a box of 100 tubes, some tubes look like a tube without additive and the others with the additive visible on the tube wall. We separated a quantity of 10 tubes to submit to a technical evaluation by the bd, and we also left the boxes of this batch on stand by, unused, as it is difficult to select the tubes that have additive from those that do not. The number of boxes in this batch, I can carry out a survey and respond later what is the batch of the product? Batch 3059202 exp 05-31-2024. Was the reported incident noticed before, during or after use? After use was there any impact on the patient/caregiver? (Detail): yes, the patients underwent a recollection. There was no impact with contact accidents with biological material due to the care and use of ppe. Was there a need for medical intervention due to the incident (administration of medication, etc.)? There was no impact with contact accidents with biological material due to the care and use of ppe. Has blood been exposed to mucous membranes or skin? If yes, were prophylactic drugs administered? There was no impact with accidents of contact with biological material due to the care and use of ppe. How many units had the deviation? There was an incidence of what happened in all the units where we carried out sample collection. What acquisition device was used? Edta tube 2.0 ml bd.

Manufacturer narrative:
E.6 initial reporter e-mail:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 videos and 1 photo were provided for investigation. The videos/photos were reviewed and the indicated failure mode for clotting and missing additive was observed. Additionally, 200 retention samples from bd inventory were visually inspected for additive and no issues were identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive and clotting based on the photo and videos provided.

Event description:
It was reported that while using tube k2edta plh 13x75 2.0 plbl lav br that there was missing additive/clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: were there any incorrect test results? No, the tubes arrived with a clot, which was visually detected, and collection was requested. Were the tubes filled to the minimum volume indicated on the label? Collected volume was within the marking pattern. The appearance of a clot formed, characterized as if there was no additive inside the tube. How many inversions were made in the tubes after collection? Collection was carried out in different units, where professionals were trained to perform homogenization 8 to 10 times. Were the tubes stored in a refrigerator? No. How long did it take from sample collection to analysis? Samples are brought in for analysis less than 30 minutes after collection. Was there a notification to anvisa? If so, what is the novisa number? No. It was informed that the sample is available for collection. Therefore, please send the information below marked in bold: sample collection information received. Is the sample contaminated? No. Tubes are with incidence of clot. In the universe of the tubes of this lot that have already been used, there were 10 samples with this appearance, apparently not having anticoagulant. I would like to inform you that the presence of a clot was observed in a blood sample collected from the 2.0 ml edta bd tubes. The tubes were separated and identified as being from the same batch 3059202, validity 05-31-2024. The tubes were separated, and it was verified that they were from the same lot, and that in a box of 100 tubes, some tubes look like a tube without additive and the others with the additive visible on the tube wall. We separated a quantity of 10 tubes to submit to a technical evaluation by the bd, and we also left the boxes of this batch on stand by, unused, as it is difficult to select the tubes that have additive from those that do not. The number of boxes in this batch, I can carry out a survey and respond later what is the batch of the product? Batch 3059202, exp 05-31-2024. Was the reported incident noticed before, during or after use? After use. Was there any impact on the patient/caregiver? (Detail): yes, the patients underwent a recollection. There was no impact with contact accidents with biological material due to the care and use of ppe. Was there a need for medical intervention due to the incident (administration of medication, etc.)? There was no impact with contact accidents with biological material due to the care and use of ppe. Has blood been exposed to mucous membranes or skin? If yes, were prophylactic drugs administered? There was no impact with accidents of contact with biological material due to the care and use of ppe. How many units had the deviation? There was an incidence of what happened in all the units where we carried out sample collection. What acquisition device was used? Edta tube 2.0 ml bd.

Manufacturer narrative:
H.6. Investigation summary: bd received samples on 08/09/2023 - ten tubes, 3 videos and 1 photo were provided for investigation. The videos/photos were reviewed and the indicated failure mode for clotting and missing additive was observed. Additionally, 200 retention samples from bd inventory were visually inspected for additive and no issues were identified. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive and clotting based on the photo and videos provided. The root cause was due to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using tube k2edta plh 13x75 2.0 plbl lav br that there was missing additive/clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: - were there any incorrect test results? No, the tubes arrived with a clot, which was visually detected, and collection was requested. - were the tubes filled to the minimum volume indicated on the label? Collected volume was within the marking pattern. The appearance of a clot formed, characterized as if there was no additive inside the tube. - how many inversions were made in the tubes after collection? Collection was carried out in different units, where professionals were trained to perform homogenization 8 to 10 times. - were the tubes stored in a refrigerator? No. - how long did it take from sample collection to analysis? Samples are brought in for analysis less than 30 minutes after collection. Was there a notification to anvisa? If so, what is the novisa number? No it was informed that the sample is available for collection. Therefore, please send the information below marked in bold: sample collection information received. Is the sample contaminated? No. Tubes are with incidence of clot. In the universe of the tubes of this lot that have already been used, there were 10 samples with this appearance, apparently not having anticoagulant. I would like to inform you that the presence of a clot was observed in a blood sample collected from the 2.0 ml edta bd tubes. The tubes were separated and identified as being from the same batch 3059202 validity 05-31-2024. The tubes were separated, and it was verified that they were from the same lot, and that in a box of 100 tubes, some tubes look like a tube without additive and the others with the additive visible on the tube wall. We separated a quantity of 10 tubes to submit to a technical evaluation by the bd, and we also left the boxes of this batch on stand by, unused, as it is difficult to select the tubes that have additive from those that do not. The number of boxes in this batch, I can carry out a survey and respond later ¿ what is the batch of the product? Batch 3059202 exp 05-31-2024 ¿ was the reported incident noticed before, during or after use? After use ¿ was there any impact on the patient/caregiver? (Detail): yes, the patients underwent a recollection. There was no impact with contact accidents with biological material due to the care and use of ppe. ¿ was there a need for medical intervention due to the incident (administration of medication, etc.)? There was no impact with contact accidents with biological material due to the care and use of ppe. ¿ has blood been exposed to mucous membranes or skin? If yes, were prophylactic drugs administered? There was no impact with accidents of contact with biological material due to the care and use of ppe. ¿ how many units had the deviation? There was an incidence of what happened in all the units where we carried out sample collection. ¿ what acquisition device was used? Edta tube 2.0 ml bd.